Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On(B)(6) 2024, it was reported that the patient¿s cgm value on his tandem insulin pump was reading 300 mg/dl and the bg meter was reading 600 mg/dl. The patient was experiencing a headache, and his tongue was ¿tingling¿. The patient drove himself to the ER. At the ER, the patient was provided IV insulin and IV fluids. After treatment, the patient¿s bg meter reading was re-tested and was 500 mg/dl. No cgm comparison value was reported. Eventually the patient¿s bg meter reading reached 264 mg/dl and he was discharged home later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and found wire gooseneck. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there are no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).